Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot#: unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 37081-60, serial#: unknown, implanted: (B)(6) 2010, product type: extension. Product ID: 3878-45, serial/lot #: unknown, ubd: 14-may-2015, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome bilateral legs. It was reported that power on reset (por) code ox400 occurred. The device was programmed to: a1 3+4- 5.05v pw360ms rate 60hz; a2 1+2-3+ 5.8v pw 360 rate 60hz. The patient had no recent scans or obvious causes. The patient has an understanding of the device and appears to charge okay. The date and time required a reset, therefore all diary data was lost. The recharger report showed successful recharge until 24-48hrs ago, not recharged past 2 attempts due to being 100% charged. Impedance measurement showed > 10,000 ohms for contacts 3, 5, and 7. The device was reprogrammed to b1 1-2+ amp 5v pw360ms rate 60hz; b2 1+2- 5.8v pw 360ms rate 60hz. B2 covered the target area, and b1 added extra quality (optimizes left leg).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting, that the cause was unknown. No additional actions were taken. The event did not resolve. The lead was still in use. The device was programmed around the faulty contact.